Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/15/2020. H.6. Investigation: two photos and one 3ml syringe from safetyglide combo package were received, confirmed to be from batch #9304557. The sample was visually evaluated. The 3ml syringe was observed to have its stopper slightly angled on the plunger rod. The angularity of the stopper was well within the product specification and therefore acceptable. No defects were confirmed with the returned product. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the syringe 3ml ll w/ndl sftygld 23x1 rb experienced a misaligned/jammed stopper. Product defect was noted prior to use. The following information was provided by the initial reporter: rubber stopper is skewed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 3ml ll w/ndl sftygld 23x1 rb experienced a misaligned/jammed stopper. Product defect was noted prior to use. The following information was provided by the initial reporter: rubber stopper is skewed.